Event description:
The complainant alleged while attempting to treat a pt in cardiac arrest, the device would not detect the pt's rhythm in pads or paddle mode. This would not allow the device to discharge, also the device displayed a "poor pad contact" message. The pt subsequently expired.